Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the gun not working on the drill device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the motor had an unusual loud whining noise and the gears were corroded. It was further determined that the issues were consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the gun was not working on the battery reamer/drill device. During in-house engineering evaluation, it was observed that the motor had an unusual loud whining noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.